Manufacturer narrative:
Review of the instrument data files did not indicate any co-oximetry related events. There were no d2/d3 thb slope errors which indicates the cx pathlength was stable. The .cx files were not made available so more in-depth review of the co-oximetry function could not be conducted. There were many obstructions detected throughout the life of this mcart which affected the wash quality effectiveness. Poor washing and/or preanalytical factors may have been contributing factors in differences in thb, but the actual root cause is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Data logs have been received for investigation. The measurement cartridge has been replaced and the system is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results reported on the rp 500 when compared to three non-siemens analyzers. There was no report of injury due to this event.